Event description:
A complete se sfa stent was implanted into the sfa. Approximately 88 months later, the patient suffered from worsening of pad left - high grade instent restenosis distal sfa left. This event was treated by a tl revascularization the following day using a dcb. Patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.